Manufacturer narrative:
Per customer, qc was within specifications prior to and after the event although needed to be repeated several times. The specimens were collected in bd, plastic, lithium heparin tubes and centrifuged at 3,500 rpm for 5 minutes. The customer indicated that ck-mb results for both patients were in the normal range initially and upon repeat. A field service engineer (fse) was dispatched to the customer's lab: the fse performed diagnostics and accu tni precision testing; all results passed within specifications. The fse verified the instrument performance per established procedures. The fse did not identify hardware issues and the root cause of the event is unknown and unknowable. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) results from two (2) different patient samples that were generated by the access instrument. Patient a and b samples were tested for accu tni and results were: 38.68ng/ml, and 3.30ng/ml respectively. The accu tni results were not reported out of the lab. The customer re-tested the original samples for accu tni on a different instrument in their lab and obtained lower results for both patients. The repeated accu tni results were: 0.01ng/ml for patient a and 0.02ng/ml for patient b. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.